Event description:
The manufacturer received information that the device is smoking. There was no report of patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.